Event description:
Info received indicated the head end brake casters would not hold when the brakes were set.

Manufacturer narrative:
The hill-rom technician replaced the head end casters to resolve the issue.